Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely depressed alinity I free t4 result for 2-month-old male pediatric patient. The patient has a history of congenital cmv and completed treatment with valganciclovir. (Customer provided reference range for child: 11.40¿21.90 pmol/l). (B)(6) 2026 sid (B)(6) initial result = 10.7 pmol/l. Additional lab result provided: tsh result = 1.26 miu/l within normal range (0.35¿4.94 miu/l). (B)(6) 2026 sid (B)(6) patient tested at another laboratory free t4 result = 14.54 pmol/l, normal tsh result (no specific result provided). On (B)(6) 2026 new sample free t4 result with sid (B)(6) = 10.97 pmol/l, (new reference range. Due to patient age for free t4: 9.36¿14.49 pmol/l) within normal range. Additional lab result provided: tsh 1.60 miu/ml within normal range (0.35¿4.94 miu/l). Sample with sid (B)(6) was frozen and retested on (B)(6) 2026 on (B)(6) with a result = 12.34 pmol/l. No impact to patient management was reported.